Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported dislodgement was able to be confirmed. The reported failure to advance and the reported difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance, difficult to remove and dislodgement appear to be related to circumstances of the procedure. During removal interaction/resistance with the guiding catheter resulted in the noted stretched outer member and ultimately resulted in the reported stent dislodgment. Additionally, it is possible the reported difficulties contributed to the reported patient effects however a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide catheter: xb guide catheter; xb 9 0 x 6 f guideliner. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an emergent procedure to treat a lesion located in the proximal left anterior descending (lad) coronary artery that was a total occlusion. Pre-dilatation was performed with a 2.5 x 20 mm non-abbott balloon. The xience xpedition 3.5 x 33 mm stent delivery system failed to cross the lesion despite several attempts due to the calcified anatomy. During removal of the stent delivery system, there was slight resistance with the non-abbott guiding catheter and the stent dislodged from the balloon. The stent was lost in the patient. No imaging was performed for the lost stent. The remaining stent balloon was used to re-dilate the lad, but the patient arrested in ventricular fibrillation and died the same day. Physician stated this was a case of cardiogenic shock and anterior st elevation myocardial infarction. No additional information was provided.